Manufacturer narrative:
A beckman coulter field service engineer (fse) was not sent to the customer site. Customer technical support (cts) troubleshot with the customer and found the electrodes were expired and the reference electrode solution was empty. Customer ordered new electrodes and cts assisted customer in filling the reference electrode. Cts also assisted customer in replacing the y tubing. Cts advised customer to thoroughly clean the ise module and tubing with a stylet. The failure mode is due to use error and lack of maintenance. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported the generation of erroneous low patient results for sodium (na), potassium (k) and chloride (cl) on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.